Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2017 with the following findings: a review of the black box showed no evidence of a short battery life. The returned battery cap was undamaged. The ez-prime steps were performed correctly and all current readings were within specifications. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. The short battery life complaint was unable to be duplicated. Unrelated to the original complaint, both the returned battery cap and the test battery cap were able to fit to the pump but kept spinning and were unable to secure due to stripped battery compartment threads.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.